Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported, left side device rupture. Diagnosed with ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side device rupture diagnosed with ultrasound and MRI. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 09/sep/2024.

Event description:
Physician reported left side device rupture diagnosed with ultrasound and MRI. Device has been explanted and replaced.